Event description:
It was reported that patient¿s pain was not relieved by increases in medication. Patient was examined on (B)(6) 2013 and found to have unrelieved pain scored as 8/10. Drug delivered via the device was hydromorphone. Medication adjustments were done as following: 10% increase in rate on (B)(6) 2013; 20% increase on (B)(6) 2013 ; 20% increase on (B)(6) 2013 and 20% increase on (B)(6) 2013. Drug was changed to morphine on (B)(6) 2013. Cause was attributed to hydromorphone drug action. The pump was checked under fluoroscopy and indicated to be a normal pump check on (B)(6) 2013. Patient was then examined on (B)(6) 2014 and noted to have improved pain with no side effects. Patient outcome was stated as resolved without sequela. Additional information received reported the patient experienced loss of pain relief after change to hydromorphone and the pain did not improve with increases in rate. Additional information received reported the entire system was explanted on (B)(6) 2015. The device was disposed of according to biohazard instructions.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).